Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision at this time.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient will undergo a pocket revision.